Event description:
It was reported that the customer passed away due to cardiac arrest. The customer's last known blood glucose reading was 118 mg/dl. It was stated that the customer went to the movies with his wife. When the movie ended, the customer began having issues, and became unresponsive. The paramedics were called, and he was taken to the hospital. It was stated that the customer was wearing the insulin pump at the time of death. The caller stated that she will be returning the insulin pump to her distributor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.